Manufacturer narrative:
Investigation by field service technician has been performed: troubleshot pump, figured out the motor control board is causing the "safety-s" error. Ordered a motor control board. Replaced motor control board & calibrated pump forward & reverse pump speeds and flow, checks ok. Return to clinical service. Most probable root cause is bad motor control board. Thus the failure could be confirmed. This kind of failure has been already investigated. According to investigation by life cycle engineering most probable root cause could be determined as a defective control board or safety-system-board. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It has been reported: "the error was caused by a fault on the rpm in the 4th position. They were using it as their art pump. It currently has a safety error which is caused by a problem on the motor control board. When you turn the pump on, it goes to full speed immediately (regardless of whether the speed control is at zero) and then it gives the safety error." No patient involved. (B)(4).